Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not safety reportable critically. A retrospective review of complaints; however, identified this incident as MDR reportable. Investigation and conclusion: the centra active user guide describes the correct fitting of the dome. It states that if the dome remains in the ear, it should be removed by a medical professional. The investigation was unable to determine if the hearing health professional fit the dome correctly. The separation of the dome from the hearing device to remain in the ear canal was considered a very low health risk because the dome can be removed by a medical professional without presenting a health hazard to the pt. Detached small parts remaining in the ear canal generally present no health hazard for the hearing aid user. To further minimize any potential health risk; however, the technical data sheet was updated to state that centra active should not be fitted with domes for pts with perforated eardrums or exposed middle ear cavities. The centra active is not normally fit on pts with larger ear drum defects due to the hearing aid's low output. Therefore, the probability of occurence of a safety related incident is very low. Nevertheless, an improved dome design with metal ring was implemented to improve the retention of the c-guard in the dome.

Event description:
A pt in (B)(6) is using centra active hearing aid fit with a dome containing a wax guard (c-guard). She is allergic to an ear mold that would be the preferred option to insert the receiver in the ear. The c-guard separated from the dome and remained in the patient's ear canal on four occasions. Each time the hearing health professional removed the c-guard from the patient's ear canal without injury.